Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the external interface circuit board. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the model 9800 could not communicate with the hospital network. There was no adverse patient involvement reported.